Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a euphora rx balloon to pre-dilate a severely calcified and tortuous cx lesion. It was reported that the device was removed from its packaging and inspected with no issues noted. Negative prep was performed successfully. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. During the procedure it was reported that the device was used in the lad for pre-dil first and then used to treat the cx lesion. It was reported that there was a sudden drop during dial up to 14atm on its second inflation and the balloon burst. The device had initially been inflated to 8atm on its first inflation.the device did not pass through a previously deployed stent and it was reported that resistance was encountered during delivery. It was reported that the patient had an episode of pea and CPR was initiated. A non mdt drug eluting stent was used to complete the procedure. It is reported that the patient is alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.